Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer continued using the existing cartridge for insulin therapy. Customer's blood glucose ranged from 186-278 mg/dl.